Event description:
Quality control results for progesterone, fsh, lh, ckmb, and troponin 1 were biased low. Analysis of the datalogger files for the analyzer determined it was unlikely that the customer had performed the required signal reagent probe maintenance procedure. There was no report of patient harm as a result of this occurrence.